Event description:
The pt was revised because of pain, osteolysis, and loosening of the femoral component at the cement/implant interface. Simplex cement originally used.

Manufacturer narrative:
Examination of the submitted femoral component found evidence suggesting device loosening while in vivo. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.